Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure will be scheduled in the near future. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received noting the out of range pacing impedance measurements are still occurring in addition to noise. The physician will continue to follow this patient. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the receipt of additional pertinent information.